Event description:
Olympus was informed that during a gastrointestinal procedure, an unidentified substance came out of the biopsy port of a gastroscope when forceps was extended out of the scope. The unidentified substance was not described as white in color and foam-like in appearance, in that was not solid but kept the shape of the biopsy channel and extended out of the endoscope for approximately one inch. The substance was collected and was sent to a pathology laboratory for testing. The procedure was completed without any further issue. There was no patient injury reported.

Manufacturer narrative:
Olympus (B)(4) followed up with the user facility an attempt to obtain more detailed information regarding the report, and was informed that the pathologist at the user facility determined that the foreign material was too degenerated to be from the patient. The diagnosis of the material from the biopsy channel revealed fragments of degenerated squamous, rare strips of (B)(4), and positive for and unidentified fungal organism based on the periodic acid-schiff (pas stain) test performed on the collected specimen. The user facility management reportedly planned to disclose the incident to the involved patient; however, no follow-up was said to be required. The device reference in this report was returned to (B)(4) for evaluation. The evaluation noted white particles in the biopsy channel, and the insertion tube was severely kinked. The distal end cover was cracked and scratched, and the glue around the objective lens was also cracked. The bending section glue was cracked. Right and left engagement lever knob was loose. The device was refurbished. The exact cause of the user's experience could not be conclusively determined; however, insufficient reprocessing appears likely. If additional information is received at a later time, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.